Event description:
During a pulmonary vein isolation procedure using a fast cath swartz hemostasis introducer, a thrombus was noted on the tip of the introducer. Hosp staff administered 3,000 units of heparin at the beginning of the procedure. The physician performed transseptal puncture using the fast cath swartz introducer and a non-sjm transseptal needle. Another 9,000 units of heparin was infused during this time. A guidewire was advanced through the dilator into the left superior pulmonary vein (lspv). Shortly after the guidewire was placed, the ice operator noted a 3mm thrombus, located on the guidewire as it exited the dilator. Heparin was increased and an interventional cardiologist performed an aspiration thrombectomy via a second transseptal puncture. No significant thrombus was retrieved; however, it was no longer visible on the guidewire. The pt was given a bolus of tpa and the procedure continued with no further issues. Post-procedure the pt displayed no neurological deficits. The physician stated there were no performance issues with the sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported thrombus could not be conclusively determined. Per the IFU, thromboembolism is an inherent risk of cardiac ablation procedures.